Event description:
A customer reported that the equipment displayed a system message during a vitrectomy procedure. The case was completed with another system. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system. The company rep replaced the receiver mechanism and the pressure/vacuum manifold. The company rep did not report performing any functional testing of the system; however the customer reported issue is reported as resolved. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).